Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming ?no disposable or something like that, it just keeps beeping".no additional information is available at this time.